Event description:
The pt reported the up/down buttons are torn and e8 (power interrupt) is displayed when the infusion device is turned on. The pt is unable to clear the error due to a defective check button. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.